Manufacturer narrative:
D10: concomitant devices: 2375550 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, 2397647 02-010-01-0330 - logic femoral ps cem right sz 3, 2607965 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 134 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
B3: corrected. H6: corrected health effect and investigation clinical codes.